Event description:
It was reported that during the implant attempt, the device was opened but not used. The device had a possible set screw problem. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006; a 4513 competitor implantable pacing lead; a 0148 competitor implantable tachy lead, product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).